Manufacturer narrative:
Product ID: 3777-45, serial #: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3777-45, serial #: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37754, serial #: (B)(4), product type: recharger; product ID: 37744, serial #: (B)(4), product type: programmer; patient product ID: (B)(4), serial #: (B)(4), implanted: (B)(6) 2012, product type: extension; product ID: 3708140, serial #: (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported on (B)(6) 2012 that the patient's implantable neurostimulator (ins) indicated low and out-of-range impedance values. A short was noted between the bipole pair of electrodes #3 and #10; the impedance between them was measured to be less than 50 ohms. The patient was not programmed using the two electrodes, so she was still getting good stimulation coverage. Additional information received on (B)(4) 2012 confirmed that the two event-related electrodes were found to have an impedance value less than 50. No device malfunctions were seen. The cause of the issue was undetermined. The patient's ins was reprogrammed around the 2 aforementioned electrodes with low impedance. The patient felt satisfied and was receiving stimulation in all of the areas that she had pain. No product was returned at this time.